Event description:
Edwards received information that a patient with a 19mm 3300tfxj aortic pericardial valve in the aortic position underwent a valve-in-valve procedure due to aortic stenosis secondary to bioprosthetic valve degeneration after an implant duration of approximately three years and nine months. The patient presented with heart failure and shortness of breath. A non-edwards valve was initially attempted to implant in replacement, however, aortic dissection and massive bleeding occurred due to a non-edwards delivery system. The doctor stopped to use the non-edwards devices and treated the aortic dissection. A 20mm sapien3 valve was ultimately implanted in replacement. No additional treatment required after implantation of the sapien3 valve and the patient left the hospital on postoperative day fourteen. The patient status was reported as recovering. The device was not returned for evaluation as it remained implanted. There was no allegation of device malfunction.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease may have contributed to the event.